Manufacturer narrative:
(B)(4). Device status changed from not returning to returned. The complaint device was returned for evaluation. Although there was no reported device malfunction/issue, as a conservative measure, the device was visually inspected; no device damage was identified. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of air embolism, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The investigation was unable to determine a definitive cause for this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The mitraclip ntr is currently not commercially available in the us; however, it is similar to a device sold in the us. The device will not be returned. Investigtion is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the air bubbles noted on the echocardiogram. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The clip delivery system (cds) was inserted and steered to the mitral valve when bubbles were noted on the echocardiogram. It was unclear if the bubbles were air or fluid so air aspiration was not performed. No air was noted in the steerable guide catheter, nor the cds. The patient was stable through out the procedure that continued on with the implantation of two mitraclips reducing mr to a grade of trace amount. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.